Manufacturer narrative:
Return requested. Replacement computer shipped to site. No parts have been received by manufacturer for analysis. On 07/07/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Computer boot-up failed. On 07/14/2016 a medtronic representative replaced the navigation system computer and performed a navigation system check-out, all areas passed. System performed as intended. Issue resolved. No further issues have been reported.

Event description:
A site representative reported that, while in a cranial procedure, their navigation system image screen divided in two with upper displaying a blue band. The synergy cranial 2.2.6 software became unresponsive. A navigation system re-boot restored normal function, although the computer did not start up the first time. No further issues were experienced. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.